Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual inspections were performed on the returned device. The balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with anatomy which was described as heavily calcified. It should be noted that the armada 18 instruction for use states: inflation in excess of the rated burst pressure may cause the balloon to rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported balloon rupture was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion with heavy calcification in the left anterior tibial artery. The 2.5x100 mm armada 18 balloon catheter was prepared accordingly to the instruction for use (IFU) and advanced with no resistance noted to the target lesion. During the first inflation the balloon ruptured at 20 atmosphere (atm). The complete device was withdrawn from the patients anatomy without any complications. A 2.5x150 mm armada 18 balloon catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant information was provided. No additional information was provided.